Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The ipp was explanted and a new device was implanted. No patient complications were reported.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number added. Implant date added.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The ipp was explanted and a new device was implanted. No patient complications were reported.